Event description:
The customer reported that a leak was observed from the subject device during cleaning. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed leaks due to perforations in the insertion tube and rubber covering. In addition, service found the coating of the insertion tube was peeling off. This report is being submitted for the peeling coating found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the insertion tube had wrinkling and was crushed in the bending section. The bending angulation was lacking due to stretching of the angle wire. The play of the angle knob was out of specification due to stretching of the angle wire. The adhesive on the lighting lens was peeled off. The rubber covering was sagging, and the rubber adhesive was chipped. The universal cord was crushed. Dirt that was difficulty to remove was observed on the light guide connector. The light guide lens was dented (tip bumped). Scratches were observed on the control unit, boot, eyepiece, control section, grip, angle lever, up/down plate, universal cord, light guide connector, and adjustment ring. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.